Event description:
Pt unplugged pca unit for short trip to bathroom. The pca device was plugged in and charging all night prior to his trip to the bathroom. The pca battery died while the pca unit was unplugged from the wall. All data was lost. The device was plugged in and resumed function. It was again unplugged and immediately died and lost all data. Pump was removed from service.